Event description:
A report was received that the patient ¿s ipg site was infected. Symptoms of infection were drainage and discoloration in the site. The patient was treated with antibiotics. The patient underwent an explant procedure. It was also reported that the infection was not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot #: 15598654, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.